Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h11. Correction fields: h6 (e2401 with blank, f24 with blank). The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center occasionally displayed image noise and the image occasionally appeared blurry. The event occurred during a nasal endoscopy diagnostic procedure. There were no reports of patient harm.

Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: d9, h2, and h11. The device was returned to olympus. However, it was sent back to the customer without undergoing an incoming inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.